Event description:
It was reported that at a routine pump refill, the expected reservoir volume was 2.6 mls; 12.3 mls were aspirated. The patient reported no change in symptoms or level of comfort. The pump contained compounded baclofen 1000 mcg/ml at a daily dose of 183 mcg/day. A catheter dye study was performed and revealed that the catheter was "significantly coiled" close to the point of entry into the lumbar spine; the position of the tip of the catheter was uncertain. The contrast was clearly seen in the spinal canal indicating patency and intrathecal position. A rotor study was also performed and the rotor was noted to move, although visualization of the rotor movement was noted to be difficult. The pump was explanted and replaced due to "probable pump malfunction due to battery depletion". The hcp also reported that the "patient underwent cervical decompression prior to pump replacement. Subsequently, baclofen infusion was discontinued although new pump was left in place infusing saline at minimum rate. Patient was asymptomatic when last seen on 10/4/2006". See also manufacturer's report#: 6000030200800110.

Manufacturer narrative:
Final device analysis reveals pump was running dry since 2006 (20 months) causing a pme to occur, battery depletion was detected and the motor would not pulse due to the battery was low and could not drive the motor. Reservoir locked up 18ml +3 cc's air found. No motor destructive analysis taken. Battery depletion end of life (e.o.l).